Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported unknown side seroma. "Seroma checking" was conducted and results indicated "alk, ck30 negative". Immunohistochemistry report noted ""many neutrophils, lymphocytes, and histiocytes on serous background", alk-, cd30-, ema-, and negative for malignancy (bia-alcl). Additional seroma checking was later performed but results not available at this time. The patient is currently undergoing chemotherapy. The device remains implanted.